Event description:
Additional information was received, there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The IFU (instructions for use) states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the iol (intra ocular lens). Most patients implanted with the company iol are likely to experience significant loss of contrast sensitivity as compared to monofocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, experienced flickering of light, peripheral arcs visible in both eyes, halos and starbursts (worse than before surgery) in daylight and darkness, I am wearing glasses for all distances and I am having issues with the clarity of small print even with my prescription. I wear glasses at night while watching tv with a blue light filter to help with the glare. I had to have my left lens repositioned after placement. I tried multiple drops for lubrication some prescription, without success. I tried two eye glass prescriptions that led to my current prescription, which was better but not perfect. I was told that I could have the lenses removed and replaced with other lenses as long as I had not had laser treatment prior to replacement. However, there are no guarantees that other lenses would be better and might be worse than the ones that I have now. The eyecare provider given eye drops, glasses to help with this issue. The last time I saw the eye care provider was on (B)(6) 2024 (surgeon), (B)(6) 2024 (optometrist).